Event description:
It was reported that a blood/solution administration set had crushed tubing. This was found prior to opening the package. There is no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. A visual inspection was performed and missing seal marks were noted. The reported condition was verified during the visual inspection. The cause of the condition was determined to be a manufacturing issue. Awareness training was provided to the appropriate personnel. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.